Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing for a calibration error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics and a drain of the device showed the chiller tank had close to a liter of water. They discussed that this was indicative of a failed chiller.

Event description:
It was reported that the arctic sun device was failing for a calibration error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics and a drain of the device showed the chiller tank had close to a liter of water. They discussed that this was indicative of a failed chiller . Per follow up information received via phone on 12jan2024, no patient involved and sample received. Per sample evaluation results on 25jan2024, it was reported that the mixing pump was unplugged causing water not moving from tank to tank . The power inlet module has scorch marks and was melted. The ac cca card has scorch marks on both the brown and blue wires that plug into the power inlet module. Unit has a bolt stripped in shell.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling the device due to a faulty chiller. Replaced chiller s/n (B)(6) with new (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling the device due to a faulty chiller. Replaced chiller s/n (B)(6) with new (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing for a calibration error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics and a drain of the device showed the chiller tank had close to a liter of water. They discussed that this was indicative of a failed chiller. Per follow up information received via phone on 12jan2024, no patient involved and sample received. Per sample evaluation results on 25jan2024, it was reported that the mixing pump was unplugged causing water not moving from tank to tank . The power inlet module has scorch marks and was melted. The ac cca card has scorch marks on both the brown and blue wires that plug into the power inlet module. Unit has a bolt stripped in shell.